Event description:
A report was received that following a cardiac ablation procedure, the patients ipg was malfunctioning due to the grounding pad placed over the ipg site. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following a cardiac ablation procedure, the patients ipg was malfunctioning due to the grounding pad placed over the ipg site. The patient will undergo an ipg replacement procedure.